Event description:
Customer reported an lcd display anomaly on his insulin pump. Customer changed out the battery and the issue started to occur. The battery compartment and contacts are not damaged or corroded. Customer cleaned the contacts and replaced the battery, but the issue persists. Customer's blood glucose is 65 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Reliability analysis, full segment display due to poor solder joint at keypad pin 1 flex connector contact.